Event description:
It was reported that the customer had just gotten a replacement pump and changed the reservoir. Customer was trying to put her carbs in because she needs to eat. Customer stated that the pump was telling her to check settings. Customer's blood glucose level was 496 mg/dl. Customer has not treated yet. Customer stated that the alarm occurred during the first rewind. Customer was advised that the check settings alarm will always occur after exiting the training mode. Customer was advised to monitor the pump. Customer's settings were checked and corrected. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.